Event description:
On (B)(6) 2014, it was reported that the patient's insertion device would not fire and then it would suddenly eject the infusion set. No adverse event was reported. The insertion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.